Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm (air in set) was not confirmed. The cause was due to the patient line became inadvertently disconnected from the transfer set when the patient rolled over and the line must not have been tight. This review finds the labeling adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, a follow-up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in the set) during drain on the home choice (hc). The technical services representative (tsr) instructed the home patient (hp) to cycle the power. The tsr advised the hp to call the registered nurse (rn) in the morning. The hp would use manual supplies in the morning to complete therapy. The peritoneal dialysis registered nurse (pdrn) contacted (B)(4) on (B)(6) 2011 regarding the system error 2240 alarm. The pd rn stated the home patient (hp) contacted her the following day regarding the alarm. The pd rn stated when the hp rolled over, she became disconnected. The pd rn stated as far as she knew the hp resumed therapy on the cycler without any problems. No patient injury or medical intervention was reported.